Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement (thr), while opening the polarstem collar lat. Ti/ha 8, the inner package was not sealed causing implant to fall off of sterile field. Surgery was performed, without any delay, with a back-up device. No patient complications were reported. The complaint sample was not returned for evaluation, so the visual evaluation was performed based on the provided photos from the complainant. Upon visual inspection, the reported failure cannot be confirmed as the provided photo is only showing the outer packaging with the labelling. No statement pertaining the inner packaging can be rendered. The production documentation was reviewed, no deviations from the standard manufacturing procedure contributing to the reported failure were found. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. A review of the device labeling revealed that the current IFU (lit. No. 12.23, ed. 03/21) states that "implants where the packaging and/or labelling is damaged or not intact, may not be implanted". Based on the available information and the performed investigation, the reported failure could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. The root cause remains undetermined. Should the device or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor this device for similar issues. This investigation is considered closed.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during a thr, while opening the polarstem collar lat. Ti/ha 8, the inner package was not sealed causing implant to fall off of sterile field. Surgery was performed, without any delay, with a back-up device. No patient complications were reported.